Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The consumer reported that the patient needed an MRI of the lower back and neck because the patient had never had stimulation on her left side, but it worked for her right side. The consumer reported that the implanted healthcare provider (hcp) messed up and the lead was too far over. The consumer reported that the patient had x-rays to verify this but he wasn¿t sure if the lead was implanted in the wrong place or if it had moved. The consumer reported that the patient was having an MRI at the time of the call because she was scheduled for surgery on (B)(6) 2017 and consumer believed that the new hcp was going to replace the lead. The consumer reported that they spoke with a local manufacturer¿s representative (rep). The consumer reported that the rep was made aware of the left side stimulation issue since implant. The consumer reported that the rep tested both leads and knew they were both working and was stimulation the other side of the body and that was when the patient had corrective surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient never having stimulation was the leads were not making contact. The rep tested battery and patient response to stimulation. The surgery did take place on (B)(6) 2017. The patient weighed (B)(6) lbs at the time of the event. No further information reported.